Event description:
It was reported that the patient underwent an implant of an intraocular lens (iol). During the procedure, the surgeon injected the lens and it was reported that the lens went through the posterior aspect of the capsular bag. Patient was stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens was received for inspection. Visual examination revealed that the lens was torn with one broken haptic and appears to have evidence of ophthalmic viscosurgical device (ovd).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.